Event description:
Libre freestyle 3 data collection system lost my account profile and I'm unable to use their product as a result, phone call to abbott resulted in run around and lack of software support and collection of my insurance information several data points when all that was needed was support for their software. FDA safety report ID #(B)(4).